Manufacturer narrative:
Omit: e2401 - insufficient information. Additional information: imdrf annex b, e codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that there was an over infusion of an unspecified medication which was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but no harm. Although requested, no additional details were provided.

Event description:
It was reported that there was an over infusion of an unspecified medication. There was patient involvement but no harm. Although requested, no additional details were provided.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.